Event description:
Safety cap on the whin infusion set came off the needle and punched through the outer packaging causing a needle stick for the provider. The packaging was intact except where the needle came through. We examined the other sets that we hade found another 5 sets that the safety caps were loose and would have came off. These sets were stored in the original packaging in our als transport unit cabinet or kit. Was completing a unit inventory and reached into the case to take out the infusion set.